Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The patient received an alert notifier for low impedance. Review of the session revealed that the atrial lead impedance had dropped and was very low; noise was also noted. No programming changes have been performed. The patient has been scheduled for a follow-up on (B)(6) 2016 to further assess intervention. The physician noted that the patient was in stable condition and was not at risk.